Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum instrument. Prior to the procedure, a black hair was found in one sterile package, while a white fluff was noted in another sterile package. There were no reported injuries to the patient.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received 67 sealed magnum needle disposable core biopsy instrument for evaluation. The magnum biopsy needles were randomly numbered for evaluation purposes. Upon visual and microscopic evaluation, no visual anomalies were noted to the device in sample 1, 4,16,27 and 37 and in sample 5 an unknown substance was noted within the sealed packaging. Functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is confirmed for the reported failure for one device as an unknown substance was noted within the sealed packaging. A definitive root cause for the reported device contamination with chemical or other material issue is related to manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent a biopsy procedure using the magnum instrument. Prior to the procedure, a black hair was found in one sterile package, while a white fluff was noted in another sterile package. There were no reported injuries to the patient.